Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the graphic user interface (gui) and the central processing unit( cpu). The unit then performed to the manufacturer's specifications.

Event description:
It was reported that during patient use, the ventilator stopped working and displayed a system error across the screen. The patient was removed from the ventilator and manually ventilated without any reported harm.